Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was vomiting and dehydrated. The patient¿s cgm was reading 60 mg/dl. The patient was wearing a tandem insulin pump. She went to an emergency medical services (ems) tent for evaluation and her bg meter reading was 600 mg/dl. The patient stated ems diagnosed her with dka, however, no medication or treatment was provided to the patient. She was advised to stay hydrated and rest for three hours. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.